Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the shaft of the stent delivery system (sds) broke. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.